Event description:
It was reported that the device started turning off intermittently for no reason one month ago. The diary showed that the device was on 59% of time, however, patient stated that the device was on all of the time. There was no reprogrammed performed, as the patient state pain relief and coverage were "working good." An impedance check showed all contacts were within normal limits. No further diagnostics were performed. No surgical intervention was planned or performed. The patient was receiving effective stimulation therapy. The patient will be follow up and the findings will be forwarded. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).